Manufacturer narrative:
Medical action industries (mai) received customer complaint on 10/11/2016 indicating defective sponge tip incident occurrence during surgical procedure. Mai repackages the sponges into sterile packages for end-user consumption as medical action industries item: e7500, endoscopic sponge kittner. The original sponge component manufacturer, (B)(4), was notified for further corrective/preventive action investigation. (B)(4) has responded that they have 100% reinspected all inventory for tip retention and no other nonconforming sponges were found. Investigation found that there was a slight variation from operator-to-operator in the "gluing" operation. This process is manual and could potentially reduce the effectiveness of the gluing operation. Only new employees were observed to demonstrate variation. (B)(4) has retrained all area personnel on the appropriate protocol. The manufacturer has indicated they will continue 100% in-process inspections on this product as well as an additional 100% screening thereafter on a minimum of 3 additional production lots to verify effectiveness of corrective actions. The manufacturing procedure "manufacturing for endokittner" has been revised to clarify the tape preparation, gluing and wrapping method for all operators (completed on 10/31/1206). All operators will be re-trained on the procedure every three months. Medical action industries (mai) has reviewed our complaint database finding no trends for this issue. At this time, this appears to be isolated in nature.

Event description:
End-user reported 10/11/2016 that a sponge tip came off during surgery and fell into patient wound requiring retrieval. The product sponge involved was manufactured/ supplied by (B)(4) to medical action industries (mai). Mai repackages the sponges into sterile packages for end-user consumption as medical action industries item: e7500, endoscopic sponge kittner. The (B)(4) vendor number for this item is (B)(4). There were two lots, 16b0345 and 15l4396, of vendor sponges packaged inside mai final product lot 223981 involved in this instance.